Event description:
Hill-rom received a report from the account stating that the beds nurse call is not communicating with the nurse station. The bed is located at the account in room (B)(4). There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom technician found a broken pin inside communication cable. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.